Event description:
Patient stated that her vgo device fell off on (B)(6) 2019. Patient stated that she applied the vgo device on her abdomen. Patient stated that she had the vgo device for 28 hours before it fell off.